Manufacturer narrative:
(Event site postal code: 4066). A getinge field service engineer (gfe) visited the site. Found that the mechanical gauge is in the green but the display status of the helium cylinder is red. Replaced the cylinder but still the same. Performed the calibration of helium cylinder for low and high pressure which didn't resolve the issue. So, sent the the file to factory for suggestion. According to factory advise, they have done the helium regulator calibration. Tested the device as per specifications. Also, replaced the batteries as due for replacement. Performed the electrical safety testing as per as3551 standard. Device is working within specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium low error. No patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.